Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an infusion of vedolizumab (entyvio) 300mg in 250ml was set-up to infuse as intravenous piggyback connected to a primary set with normal saline 250ml bag running. The total volume printed on the medication bag was 255ml and the pump was programmed with a rate of 510ml/hr, to be infused over 30 minutes. At the completion of the infusion, it was noted that approximately 30 to 40ml was left in the bag. The clinician reprogrammed the pump and added additional volume to be infused and ran the remaining at 500ml/hr to complete the infusion. There were no issues with patient care other than need to stay approximately ten more minutes to complete the infusion.